Manufacturer narrative:
Product analysis: it was noted that the programmer stylus tip was loose and worked intermittently. It was also noted that the programmer did not boot and that the power supply was defective and did not power up. It was also noted that the upper and lower bullets were missing/worn. It was also noted that both keyboard hinges were missing. It was further noted that there was minor damage to the left side of the bezel, considered acceptable. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.